Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the (B)(6) male patient smelled a burning odor coming from the controller. The device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. The controller passed external visual inspection and functional test. Review of the log files showed no unexpected alarm or event. The controller's liquid-crystal display (lcd) functioned as intended and no sign of malfunction. The root cause of the reported event could not be conclusively determine as the device functioned per specification. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from united states that this (B)(6) male patient's controller was logging his current alarms with the incorrect month and year. When inspected, they noted that the controller clock was set for (B)(6) 2013. The date and time information was corrected in his controller with no reported patient injury. A preliminary review of the log files confirmed that the implant date was correct. The site reported that the controller exchange (for (B)(4)) was deferred for a few days since the patient had been admitted for a high power event; but that they had opted to change it because they had noted a burning odor coming from the controller. There was no reported patient injury with this exchange and the patient was then issued a replacement device as his new back-up.